Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was rubbing against the beltline. The ipg seems to be mobile under the skin. The patient will undergo an ipg revision.